Event description:
It was reported that the insulin pump alarmed no delivery multiple times. Customer believes the issue is with the infusion set and not the insulin pump. Customer also mentioned that she has been treating with a syringe. Troubleshooting was declined. No further information reported.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.